Manufacturer narrative:
E1 (initial reporter establishment name) - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a blurry image. The event occurred during reprocessing. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h3, h6. The device was returned to olympus for inspection and the reported failure was confirmed. Device evaluation observed that the image was blurry, and it did not disappear within 12 seconds after exposure to hot and cold water. Based on the results of the investigation, a definitive root cause could not be identified. The most probable cause was a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.